Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).patient had lead revision because they did not have good coverage. The revision resolved the issue. The issue was first noticed (B)(6)2018. The device and lead were replaced but they were not returned. This information has been confirmed by the physician/ account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for arachnoiditis, failed back surgery syndrome, peripheral causalgia, other chronic/ intract pain (trunk/limbs), rsd/ causalgia-complex regional pain syndrome. The manufacturing representative (rep) reported a lead revision. Rep was checking on specs for a lead similar to the one that is in the patient. The revision has not occurred no further patient symptoms or complications were reported in this event.